Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was explanted due to a recurring infection. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section h6. The recipient continued to have a persistent cutaneous defect with mucosalization of the mastoid area. Although the wound was initially closed after explantation, it gradually reopened over time. Surgery was later performed to remove the inflammatory mass from the mastoid on (B)(6) 2026. During surgery, the area was resected to remove all areas of concern, and a rotation flap was also generated. The recipient was taking antibiotics (type unknown). The surgeon reported there is no evidence of wound dehiscence or infection and that the recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.9. The recipient was reportedly prescribed antibiotics (type unknown). The recipient will be re-implanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests that were performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.